Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Per visual evaluation, during inspection no obvious defects that would have contributed to the reported problem were noted. The pads were reviewed and evidence of use was noted. The trim pattern was found to be correct on the pads, and the energy connector were found free of damages and presented a good connection. Per functional evaluation, the pads were submitted to the flow rate test under with an arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 2.70 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. Left thigh pad: a total of 2.70 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. Right chest pad: a total of 3.03 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 2.87 l/min m2 of flow rate were registered during the test. The flow rates were found to be acceptable on all returned pads. The flow rate for this product must be above 2.4 l/min m2. The reported event was unconfirmed; the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new pads without any further issues.